Manufacturer narrative:
On 2/23/1998 co received a call from facility risk management. The hosp has determined this event to be minor and that it does not meet the criteria for mandatory reporting. The risk manager said she should have used a voluntary medwatch form instead of the mandatory medwatch form that she did use. The hosp has decided not to have a third party review of the electrosurgical electrode extender.